Manufacturer narrative:
Pump received with cracked battery tube threads and case window display corners.

Event description:
The customer reported via phone call that the insulin pump was cracked at the battery compartment. Blood glucose level at the time of the incident was 47 mg/dl, which was treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.